Event description:
During smart-sf clinical trial sponsored by bwi with a smart touch bidirectional sf, a (B)(6)male patient suffered cardiac tamponade during the procedure, which required medication and open chest procedure to perform a bypass surgery. It was noted that this patient had a medical history of coronary artery disease, hypertension, premature ventricular contractions and familial tremor. No further information is known regarding the patient status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. There were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(6). Manufacturer's reference #: (B)(4).